Event description:
Intubated ICU patient, s/p status post craniotomy, was brought to MRI. Significant artifact was noted on MRI exam. It was subsequently noted that the ett contained a metal reinforcement coil which interfered with the MRI. The product packaging and device do not indicate that the tracheal tube contains metal and is not safe for MRI scanning.